Event description:
Boston scientific received information that during the follow-up check one week post-implant, this right ventricular (rv) lead exhibited increased pacing threshold measurements and loss of capture. Also, the r-wave measurements and pacing impedance measurements had decreased. Three non-sustained episodes were stored due to oversensing. An x-ray was performed, but lead dislodgement could not be confirmed. A microdislodgement was suspected. A lead revision was performed and the rv lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As of today, available information indicates the lead remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.